Event description:
In a hospital in 2004, a pt indicated cardiopulmonary arrest caused by aspiration during a meal. A doctor attempted to ventilate the pt using an adult size laerdal silicone resuscitator; however the lsr failed to operate as intended. It was discovered that the yellow flap valve had become dislodged and was found inside the ventilation bag. The dr recognized foreign body airway obstruction on pt and removed it. The dr got another lsr and ventilated the pt. The pt was sent to ICU and was on a mechanical ventrilator (which pt had also been on before). It was not clear why the yellow flap valve had beome dislodged.